Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint cannot be confirmed. One unpackaged ar-8928bc-cp swivelock assembly (no batch indicator present) was received for investigation. Visual inspection identified that no eyelet nor anchor was present at the distal end of the swivelock driver. As the anchor detailed in the event description was not returned for analysis, the reported event cannot be verified. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misaligned insertion, and/or prying/leveraging during use.

Event description:
It was reported that during ask surgery the anchor has been pulled out off the bone. It was not necessary to drill a new hole. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.